Event description:
Boston scientific received information that this left ventricular (lv) lead had a fluctuating impedance measurements and high threshold. An x-ray showed abrasions on the lead in the area of the suture sleeve. An insulation issue and loss of capture was also noted. This lv lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the entire lead lumen. Conductor coils were fractured 365 mm from the terminal pin. The polyurethane was bent and cut 365 and 350 mm from the terminal pin, respectively. The cut was due to the removal of the suture sleeve. The inner insulation was worn 365 mm from the terminal pin. Based on the location of the fracture, it was determined that the fracture was consistent with a fatigue fracture near the suture sleeve tie down area. No further issues were found.